Manufacturer narrative:
Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 304678/304690, model/catalog description:linear st lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.